Manufacturer narrative:
Updated information: rca was occluded prior to treatment. Balloon was noted to be leaking contrast. The delivery system was successfully removed from the patient. Another sc balloon was used to fully deploy the stent.

Manufacturer narrative:
Results: device was removed from packaging per IFU and inspected with no issues noted; negative prep was not performed; balloon burst during procedure and deformed the stent, device or procedural images not returned for analysis. Conclusions: balloon burst, stent deformation, 80% stenosis. (B)(4).

Event description:
It was intended to use a resolute integrity drug eluting stent to treat a lesion in the rca. The lesion had little calcification, little tortuosity, and exhibited 80% stenosis. The device was removed from packaging per IFU and inspected with no issues noted. Negative prep was not performed. No resistance was encountered during advancement of the device to the target lesion. It is reported that during deployment of the stent, the device balloon burst, on first inflation. A pressure of 11 atm was applied to the balloon prior to the burst. The balloon had only partially inflated. When the physician tried to remove the burst balloon from the patient, it became stuck on the partially deployed stent, causing the stent to become deformed ("foreshortened"). No patient injury or complications are reported.